Manufacturer narrative:
This issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Customer have complaint that the ventilator is displaying technical fault tf 431002.